Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, air was aspirated. A sheath was inserted into the left atrium and a non-abbott catheter (johnson & johnson's octaray catheter) was inserted through the sheath. While attempting to perform air aspiration, air was drawn. Multiple attempts were made to aspirate, but the air could not be completely removed. The sheath was replaced with an alternative product, and the procedure was completed with no adverse patient consequences.